Event description:
A caller reported that the mobile app froze while attempting to load a cartridge on their iphone 15 pro max. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. After relaunching the app, the pump was still paired, and the caller was able to proceed with the cartridge change and resume insulin delivery successfully.